Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced increased fatigue, lethargy and decreased stamina over a two week period of time. Hemoglobin was 4.6 g/dl. Patient experienced positive occult stool. Esophagogastroduodenoscopy (egd) found non bleeding gastropathy, but otherwise normal. Colonoscopy revealed diverticulitis, but no overt bleeding. One polyp was removed and found to be tubular adenoma, negative for high grade dysplasia or carcinoma. Patient received 3 units packed red blood cells (prbc) transfusion, protonix increased to 40mg bid, and aspirin was held for one week. Also given b12 im injection, followed by daily oral supplementation with this and folate, for deficiency. Patient was discharged on (B)(6) 2017.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.